Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. The customer's blood glucose level was over 400 mg/dl. Reportedly, the customer was using fiasp insulin. Customer changed the infusion set to resolve the issue.